Event description:
A complaint was received from a hospital on a precision xtra meter. It was reported that in 2006, a child's blood sugar level was tested on the precision xtra meter and a reading recorded of 5.6mmol/l. 20 minutes later, the child had a seizure lasting 4 minutes. A reading of 1.6mmol/l was recorded on the precision xtra meter. The child was given ng feed; seizure terminated. The clinical team at the hospital are unsure of the validity of the initial blood glucose reading of 5.6mmol/l and feel it is likely considerably lower.